Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the procedure was delayed and completed after restarting the system. A philips remote service engineer (rse) connected remotely and confirmed the reported issue. The customer was instructed to manually restart the flexvision pc. After manually restarting the flexvision pc, the system has been returned to use in good working order. Log file analysis shows that the host-pc was unable to connect to the flexvision pc. No parts were replaced. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for the continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in death or serious injury. Philips has therefore concluded this event to be not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.